Event description:
It was reported that while using the zimmer air dermatome the graft was uneven, torn and split. Add'l clinical follow up with the hospital indicated that during a harvest using the 3" width plate, the tissue was solid on the edges but "see through thin" in the center. The graft was described to look like "a pair of pants" at the terminal end of the harvest. The graft was reported to have been usable for the planned wound coverage, but required add'l skin stapling to assure adherence of the donor tissue to the graft site. It was also reported that the issue resulted in a 15 - 20 minutes increase in surgical time.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.